Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and on our automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of the battery depletion could not be determined.

Event description:
It was reported that the device showed premature eri. Device was explanted and replaced.